Event description:
Inserted in emergency in left forearm close to the pt's wrist. Rn noted that bleeding occurred at the dressing site. Rn removed tape to examine site and catheter appeared to have broken off in the vessel. The catheter was located in the left lower lung. Determination was made by the doctor not to attempt retrieval.